Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. The device is used for treatment purposes. Device was not returned to manufacturing facility

Event description:
It was reported that the customer is replacing the (syr/pca) display board. There was no patient involvement.